Event description:
Event description guidant received information that the patient with this pacemaker, which was included in the failure mode 2 communication issued for insignia/nexus devices on september 22, 2005, complained of feeling pauses between beats, chest pains, and lightheadedness. Patient also mentioned the atrial lead may have dislodged and that the physician planned to explant the device next week as it was noted that this was a recalled device. Guidant technical services discussed the failure mode with the patient and referred discussion regarding possible device explant to the physician.